Manufacturer narrative:
The event date was updated from (B)(6) 2019 to (B)(6) 2019.

Event description:
Information was received indicating that a smiths cadd extension set leaked. The patient noticed the leakage as he woke up wet from the medication. The leak was noticed from a small hole in the back of the air filter. The medication that was being infused is remodulin IV. There was no reported injury to the patient.